Event description:
The customer claims that the over the mattress sensor pad is not triggering the alarm when pressure is released from the pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).